Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, the laser did not work, and the tray arm was rigid.

Manufacturer narrative:
The company service representative examined the system and replicated the reported issue of laser not working. The interface breakout printed circuit board (pcb) was replaced to resolve the issue. The company service representative adjusted the tray arm and resolved the reported tray arm issue. The system was then tested and met all product specifications. The system was manufactured on august 16, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported laser issue can be attributed to nonconforming interface breakout printed circuit board (pcb). The root cause of the non-conforming tray arm cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).